Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis event. Treatment information was not reported. After five days, the patient was discharged from the hospital and was reported to be recovering from the event. Dianeal therapy was ongoing. Additional information was requested but is not available.